Manufacturer narrative:
Corrected information: sex, date of birth.

Manufacturer narrative:
Analysis of the recharger (B)(4) found no significant anomalies. The recharger was successfully charged, and was able to ch arge a known good ins without incident. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) reported that her charging antenna became hot when in use. She visited her healthcare provider (hcp) because she was having trouble getting the ins charged, as the antenna burns her back after charging for an hour, and her back becomes red. The patient met with a manufacturer's representative (rep) at the clinic and charged for an hour with the rep's charger, and the antenna became warm but did not get too hot. Patient did not recall seeing the thermometer icon on the recharger. Patient was implanted for non-malignant pain.